Event description:
The pt had a lap band port placed surgically two years and nine months ago at this hospital. The surgeon noted that the port on several fills appeared not to be holding pressure. As a result, the port was replaced last month due to a presumed leak from the older port. The pt had an uneventful post operative course without complications and was discharged home.